Event description:
It was reported that the insulin pump alarmed an error during the prime process. The customer's mother did not know the blood glucose reading. She noted that the insulin pump had not been dropped nor bumped. She was advised that the insulin pump would need to be present for troubleshooting. Advised discontinuation of the insulin pump until the device was available for troubleshooting. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.